Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient is deceased and "died approximately three weeks after pacemaker implantation." The cause of death is acute and chronic hemopericardium and undetermined natural causes. Additional information provided by the coroners office reported "this device is relevant to the death of the patient." No additional information was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7006 implantable pulse generator (ipg), implanted: (B)(6) 1988; 4512 implantable pacing lead implanted: (B)(6) 1988. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.